Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open sores under the therapy electrodes. The patient reported that his physician prescribed him a cream. Follow-up indicated that the sores were improving.